Event description:
Pt developed diverticulitis in 2003. Procedure to seal bleeding was undertaken. The filter was first put in the ivc then in the svc. Pt was admitted for nine days and discharged home. After one day pt came back to the hosp with uti. Pt blood sugar rose up. Blood clots were found in the legs. Pt was put on heparin initially and later on streptokinase. Pt eventually started bleeding and blood clots were found in the arms and legs. After one month pt started complaining of pain in the throat and later started gasping. They died on same day. Prong of filter found broken and punctured the aorta.